Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially implanted with an afx bifurcated stent graft on (B)(6) 2014. Recently the patient was diagnosed with a type 1 endoleak. The patient was treated on (B)(6) 2018, physician place a competitor cuff to resolve the endoleak. No additional patient sequelae have been reported at this time.

Manufacturer narrative:
At the completion of the investigation, the reported endoleak type ia and secondary endovascular procedure complaints are confirmed. The complaint is most likely user related due to off label neck anatomy. Procedure related harms for this complaint could not be determined based on the information shared with endologix to review. The final patient status was not reported. The review of manufacturing lot confirmed all devices met specifications prior to release. Device remain implanted in the patient and were not returned, no evaluation completed. This complaint is not CAPA eligible at this time. These types of events will be monitored and trended as part of the quality system.